Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a corrosion on connector j2005 and an open fuse f2001. The root cause for the corrosion was likely ingress of an unk liquid. The root cause for the open f2001 fuse could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was unable to communicate with an electrode belt. The last pt to use this monitor did not report any deficiencies.